Manufacturer narrative:
Investigation is pending.

Event description:
The following information was reported on a patient in (B)(6). Results are as follows: (B)(6). Therapeutic range: unknown. The date, month or year was unable to be provided. There was no reported adverse patient sequela and no additional information was able to be provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states).

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the meter associated with the complaint was returned for investigation, however, the customer's test strips were not returned. The complaint was not confirmed during in-house testing of the returned meter and retained strips and no product deficiencies were observed. The system performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.